Event description:
It was reported that the pump was not working. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Returned for investigation was a battery. Visual inspection of the batteries was performed and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.1 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The iabp alarmed "less than 20 minutes remaining" approximately 25 minutes when running on battery power, "less than 10 minutes remaining" at 36 minutes, and "less than 5 minutes remaining" at 46 minutes. The iabp shut off immediately after the alarm "less than 5 minutes remaining" was cleared. The total battery runtime was approximately 46 minutes. Note: per operator's manual ""the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 iabp must be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state."" A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "pump not working" is not able to be confirmed; however, the returned battery failed battery load test. During the complaint investigation, the pump shut off after approximately 46 minutes when operating on battery power after a full charge. Based on a review of the device history record (DHR) , the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery runtime. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. A CAPA has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the pump was not working. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.